Event description:
The hospital reported that a spacelabs central station monitor visually alarmed and printed an alarm record, but did not provide an audible alarm. The hospital claims this has happened on two occasions on two different devices.

Manufacturer narrative:
Spacelabs evaluated the central station monitor on-site and found the monitor to perform to specifications. Spacelabs has requested that the monitor be returned to us for additional testing. We will supplement this MDR as appropriate after such testing.